Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a remote alert was triggered for false atrial tachy response (atr) detection due to far-field r-wave oversensing. The atrial amplitude was out of range, suggesting it could be a far-field signal. Additionally, the related lv lead showed increased thresholds, but appropriate capture was observed. The clinic has been notified of this observation. The device remains implanted and in service, with no adverse patient effects reported.